Event description:
Per email: inbound. Patient reported both cadd legacy pumps alarming no disposable with remodulin cassette that had started 12 previously, and reservoir volume of 78.5 milliliters. Changed to new cassette and pump alarm resolved. The lot number is 4196398. No further details provided. Cadd cassette 100 ml with flow stop. No injury.